Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to prime all fluids, bleach the waste line, perform pump alignment and replace the integrated multisensor technology sensor. The customer ran diluent check and repeated the samples, and results were as expected. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low sodium result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The original sample and a new sample obtained from the patient were repeated on the same instrument and an alternate instrument, and results were as expected. The result obtained with the new sample was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.